Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned product consisted of the watchman access system (was) with the dilator outside the sheath. The hub, sheath, and tip were microscopically, tactile and visually inspected. Inspection revealed kinks in the sheath located 1.5 cm and 5 cm from the tip of the device, and tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.the investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on analysis completed on 11jul2018. A left atrial appendage (laa) closure procedure was being performed. A watchman ® access system (was) was selected; however while crossing the septum the was became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patients status is stable. However device analysis revealed tip delamination.